Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation. They were temporarily placed on toprol (metoprolol).

Manufacturer narrative:
Section a: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the report of atrial fibrillation could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28oct2021. No further information was provided. The manufacturer is closing the file on this event.